Event description:
Adverse event(s): "no pt harm/injury" (no consequences or impact to pt). Product problem(s): "system message displayed." (Device displays error message). A nurse reported error message was received during the end of the day shutdown process. No pts were involved. Additional info was requested. Additional info was received: the nurse reported an error message occurred during the diathermy portion of the final case of the day. There was no pt impact as the surgeon had completed what was required just as the system message displayed.

Manufacturer narrative:
A company service representative examined the system and confirmed multiple system messages in the event log. The communication and power cables to the fluid controller pcb were replaced. The system was then tested and met all product specifications. A review of complaints for the last 24 months indicated one additional, related report for this system. A review of service requests for the last 24 months indicated three additional, related reports for this system. (B)(4).